Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the freestyle libre 2 complaint and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported missing low glucose alarms. Attempted to replicate the user¿s complaint using application samsung galaxy s20 fe 5g (android 13; 2.8.4.9335) successfully start a libre 2 sensor, receive glucose readings and alarm notifications in the application. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with a samsung galaxy s20 fe phone using android os 13 and app version 2.8.4.9335. The customer indicated the low glucose alarm did not trigger while they felt hypoglycemic. The customer experienced shakiness, fatigued, shortness of breath, and loss of consciousness but reported that upon waking up, they self-treated with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with a samsung galaxy s20 fe phone using android os 13. The customer indicated the low glucose alarm did not trigger while they felt hypoglycemic. The customer experienced shakiness, fatigued, shortness of breath, and loss of consciousness but reported that upon waking up, they self-treated with food. There was no report of death or permanent impairment associated with this event.